Event description:
It was reported that during a case using the cranial map software, the surgeon stated that the accuracy was off by 15 millimeters.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion. Additional information: h4. Corrected data: b2.

Event description:
No additional information.